Event description:
It was reported that the PICC line cracked.

Manufacturer narrative:
An investigation has been initiated. The initial complaint was received (B)(4) 2011. At that time there was insufficient information to determine reportability. The event was determined to be reportable on (B)(6) 2011 and a report filed. When the investigation is complete a supplemental report will be submitted.